Event description:
It was reported there was a failure to open distal end of the pipeline stent. Product prepared per IFU. Mild vessel tortuosity, there was minimal ability to manipulate the stent/push wire due to risk of artery perforation in distal anatomy. Product removed and replaced with a shorter device which opened correctly and resulted in a good outcome for the patient. No injury to the patient, issue occurred during procedure.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The failure to open occurred on 2024-nov-19. The cause of the failure to open was not determined, the distal end would not open despite following IFU and known management of stent. The pipeline had not been placed in a vessel bend when it failed to open, it was in a straight landing zone.